Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the electrical issues like signal loss or circuit breaks. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed a noisy image. There was no patient involvement.